Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the customer noticed that the wristed needle driver instrument moved in a different direction than intended. The instrument was not used on the patient. The instrument was removed and replaced with a backup. Following this, the user continued and completed the procedure with no further issues. No fragment fell into the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that the instrument moved in the opposite direction. The issue did not occur with the surgeon's head inside the surgeon console¿s high-resolution stereo viewer. The issue did not occur while the surgeon was attempting to manipulate instruments from the surgeon console. There was no shakiness and/or friction experienced/observed. There was no instrument-to-instrument or system arm-to-arm interference. The issue was persistent. The reporter was unable to disclose the patient demographic information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. Image was reviewed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae) and no obvious damage was identified.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The wristed needle driver instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. There were no issues with the movement of the instrument during inspection. The instrument was fully functional. No product issue was identified issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues.